Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states during the periodic oral exam the dentist was informed by the patient that they are undergoing orthodontic treatment. During the exam the dentist noted increasing gingival recession, patient has a symptomatic periapical radiographic lucency on #19 that will be resulting in extraction of this tooth. Dentist believes it is not appropriate for the patient to continue orthodontic treatment and that it should be discontinued. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.